Event description:
Same case as MFR #'s: 2134265-2012-05152, 2134265-2012-05153, 2134265-2012-05154, 2134265-2012-05155, 2134265-2012-05156, 2134265-2012-05157, 2134265-2012-05158, 2134265-2012-05161, 2134265-2012-05162, 2134265-2012-05163, 2134265-2012-05164. It was reported that post an aneurysm embolization treatment procedure, the patient expired. The target aneurysm was located in the internal iliac artery. Twelve .035 interlock bsc coils were placed successfully for treatment. Post procedure images showed that the aneurysm was adequately treated with satisfactory results. The patient was stable post procedure. The patient also had an untreated aortic aneurysm that was not addressed during this procedure. The following day, the patient experienced a decrease in blood pressure. A scan revealed that blood was present in the pelvic area. The following day the patient expired. A post-mortem will not be carried out. The clinicians were unable to determine which aneurysm ruptured due to the amount of blood in the abdominal cavity, obscuring both aneurysm sites.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).